Event description:
Post procedure, a portion of the femoral sheath (non-abbott) was left inside the patient. After successfully ending a redo pvi ablation, a suture was placed on the femoral entries and the sheath was pulled out. One of the nurses noticed a small part of the non abbott femoral sheath was missing. It looked torn of 2 cm below the side port. An x-ray was done with fluoro and it was found inside the right atrium. Plans were made to snare it, but after placing a l0f long sheath it had moved to the pulmonary artery. Several attempts were made to retrieve the detached portion, however it was felt to be more damaging removing it this way and the patient was transferred to surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).